Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of a pd catheter (not a fresenius product) tunnel infection and peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, the removal of the patient¿s pd catheter and transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized (admission diagnosis not provided) and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and abdominal cellulitis. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient did not have cellulitis, rather she was suffering from a severe pd catheter (not a fresenius product) tunnel infection and peritonitis. The patient¿s pd catheter was removed the same day, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was also placed. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dosages, frequencies, durations not provided) and was transitioned to hd without any reported issues. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized (admission diagnosis not provided) and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and abdominal cellulitis. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient did not have cellulitis, rather she was suffering from a severe pd catheter (not a fresenius product) tunnel infection and peritonitis. The patient¿s pd catheter was removed the same day, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was also placed. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dosages, frequencies, durations not provided) and was transitioned to hd without any reported issues. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.